Manufacturer narrative:
One device was returned for evaluation. The service history review found the device was not related to a previous repair and reported problem. Event history log review confirmed that there was a record of error 1340 during pump operation on (B)(6) 2024.functional tests were performed. The cause was a memory error on the mainboard. Soft was re-installed to solve the problem. The device then passed all functional tests after the repair.

Event description:
It was reported that the device exhibited error code 1340. There was no patient involvement.